Manufacturer narrative:
Batch review performed on 14-feb-2020: lot 120125: (B)(4) items manufactured and released on 29-feb-2012. Expiration date: 31.01.2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation "perofemr" by medacta medical affairs director: partial (stem and head) hip revision surgery performed 7 years and 10 months after cementless total hip arthroplasty in a (B)(6) year old man. Poor quality of the image provided doesn't allow a proper clinical evaluation. However, alterations of bone density around the stem are visible, mainly in the distal area. No conclusion can be drawn on the basis of collected information.

Event description:
Revision surgery performed due to stem loosening after about 8 years from the primary. Stem and head have been revised.